Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhaps biomechanical overload, perhaps bruxism, increasing mobility. Integration of the crown without any problems ((B)(6) 2019).